Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (200-300 mg/dl). Correction boluses were delivered to address the bg level. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the high bg. The customer declined to provide any further information.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported that the high blood glucose event did cause injury and the customer required assistance for treatment. The customer had declined to provide any further information.